Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker had premature battery depletion (pbd). This pacemaker was then explanted. No additional adverse patient effects were reported.